Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook endoscopy 6 shooter saeed multi-band ligator. Three bands deployed successfully. The trigger cord reportedly broke away from the ligator barrel. With trigger cord breakage, deployment of the remaining bands would not be possible. The procedure was completed without any complications to the patient. No section of the device remained in the patient (other than the three successfully deployed bands). The patient did not require any additional medical procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation: the trigger cord, ligator barrel, one loose ligator band and the ligator handle were included in the return. Our laboratory evaluation of the product said to be involved could not confirm the report of trigger cord breakage. A visual examination of the trigger cord confirmed the trigger cord is intact. Because none of the bands remained loaded on the barrel, a functional evaluation related to band deployment could not be performed. The ligator handle was returned in the firing position and functioned properly during our laboratory analysis. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. As a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the products from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of reported trigger cord breakage is remote. Conclusions: no corrective action warranted at this time because this report could not be verified. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The instructions for use direct the user to remove the endoscope and attach a new ligator if more bands are required. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The trigger cord remains intact. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.